Manufacturer narrative:
D4: UDI number exceeded character limit: b)(6). E1: phone number could not be saved, (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an sapien m3 valve in mitral position where during the procedure, approximately 15-20 minutes post-implant, the patient exhibited hemodynamic instability. The asd shunt demonstrated left-to-right flow, and flow acceleration was observed in the lvot. At 40 minutes post-implant, the lvot peak gradient was remeasured at 4 mmhg. Intravenous medical therapy was administered. No additional intervention was required, and the patient was subsequently discharged.